Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited stored episodes of post-paced t-wave oversensing. It was unknown if the patient was symptomatic. Programming changes were suggested but have not yet been made.